Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.  It was reported that the patient did not pull up on the collar and the sensor was not deployed correctly. Labeling indicates: collar removes insertion needle.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and found that the sensor wire is attached to the sensor and applicator. The customer's complaint of a missing/detached sensor wire was not confirmed. A root cause could not be determined.